Event description:
Litigation alleges patient had pain, physical injury and bodily impairment after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents reported against the provided product and lot combination since its release for distribution. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence as found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.